Event description:
During routine testing of the device at the svc center, the user reported that the saw was making a "loud" noise. Since the event occurred during routine testing, there was no pt involvement during this event.